Manufacturer narrative:
In some countries outside the u.s., customer info is not provided due to privacy laws.

Event description:
(B)(6) customer e-mailed that her son received a blood result of 30.0 mmol/l on his contour link. He repeated the test on a different meter and the result was 14.0 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return strips for eval.